Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated ckmb results, above the normal reference range, on two patient samples. The erroneous results were not reported out of the laboratory. Repeat testing on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in serum tubes, and were centrifuged for 5 minutes at 5607 rpm. The samples were not re-centrifuged prior to repeat testing. Qc was performing within the established limits on the date of the event. A system check performed by the customer on (B)(4) 2011 passed within the instrument specifications. The customer reported there was a wash valve/pump motion error message in the instrument event log. Service was on site on the date of the event, (B)(6) 2011. The field service engineer (fse) discovered a crack in the wash pump home sensor. The fse replaced the wash pump home sensor and reseated the wash pump flag. The fse performed a 20 replicate low level accutni precision run with acceptable but slightly erratic results. The fse observed build up on the transducer and after cleaning the transducer and performing a second precision run with questionable results, the fse ordered a replacement transducer for installation at a later date. The fse returned to the customer site on (B)(4) 2011, and replaced the transducer. The fse performed a precision run to verify hardware. The accutni precision runs using low level and high level accutni qc both produced results within the established qc ranges and within the published assay precision claims. Although hardware repairs were required at the time of service, a definitive root cause for this event has not been determined to date. The related events are reported in the below listed medwatch reports: 2122870-2011-04743, 2122870-2011-04733, 2122870-2011-05007.